Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed, and the reported issue could not be reproduced. A review of the event history log revealed multiple 'system error 345' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation, the device displayed ¿system error 345¿. The cause was identified to be a failing processor printed circuit board which will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.